Event description:
Healthcare professional reporting fluid was detected in the patient. The breast was hard and painful and there was a capsular contracture grade 4. MRI report provided shows ¿internal folds are distinct, minimal fluid retention in the implant peripheries, which is significant in favor of reactive fluid. Thick cortex lymphadenomegalies in axillae. Findings may be compatible with reactive changes. There is no suspicious contrast enhancement for malignancy¿. Healthcare professional further confirms on explant ¿no obvious rupture was detected in the patient. There was minimal fluid present, capsule were sent for pathological examination¿. Device has been explanted and replaced with a non-allergan device. This relates to the right device.

Manufacturer narrative:
Continued e.1 address line 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, lymphadenopathy, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, seroma-late, lymphadenopathy

Event description:
Healthcare professional reporting fluid was detected in the patient. The breast was hard and painful and there was a capsular contracture grade IV. MRI report provided shows ¿internal folds are distinct, minimal fluid retention in the implant peripheries, which is significant in favor of reactive fluid. Thick cortex lymphadenomegalies in axillae. Findings may be compatible with reactive changes. There is no suspicious contrast enhancement for malignancy¿. Healthcare professional further confirms on explant ¿no obvious rupture was detected in the patient. There was minimal fluid present, capsule were sent for pathological examination¿. Device has been explanted and replaced. This relates to the right device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ crease / folding of implant: observed. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: not observed. No additional observations are performed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reporting fluid was detected in the patient. The breast was hard and painful and there was a capsular contracture grade 4. MRI report provided shows ¿internal folds are distinct, minimal fluid retention in the implant peripheries, which is significant in favor of reactive fluid. Thick cortex lymphadenomegaly in axillae. Findings may be compatible with reactive changes. There is no suspicious contrast enhancement for malignancy¿. Healthcare professional further confirms on explant ¿no obvious rupture was detected in the patient. There was minimal fluid present, capsule were sent for pathological examination¿. Device has been explanted and replaced with a non-allergan device. This relates to the right device.